Event description:
It was reported an issue with monosyn suture. The client reported that the needle and the thread detached at the preparation stage. No more information has been provided.

Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured (B)(4) of this code-batch. There were 288 units in our stock. We have not received any sample from the customer. We have only received a picture that shows a needle detached from the thread. We have requested one box (36 closed samples) from stock for analysis. Tightness test to the samples received has been performed and the units are tight. We have tested the needle attachment strength of the samples received from stock and the results fulfil the requirements of the european pharmacopoeia (ep): 0.87 kgf in average and 0.59 kgf in minimum (ep requirements: 0.23 kgf in average and 0.11 kgf in minimum). Reviewed the batch manufacturing record, this product had no incidences related to this issue and was released fulfilling b. Braun surgical specifications. Final conclusion: although the results of the samples received from stock fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.